Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ruptured and capsular contracture baker grade1. Device has been explanted.

Event description:
Healthcare professional reported right side ruptured and capsular contracture baker grade1. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ broken device: observed, opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. No further actions are required as the device was implanted.